Event description:
Pt fell fractured their hip in between the lesser trochanter and greater trochanter. The surgeon decided to remove the pt's bipolar hip replacement and use cables and wires to mend the fracture and stabilize the pt. The surgeon replaced the explanted implants with new bipolar ones but the surgeon decided to use a cemented stem as the replacement. The explanted implants will not be returned due to hosp policy. MFR ref#: 3005180920-2015-00069.